Manufacturer narrative:
The cartridge was not returned to animas. Although, the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was alleged that the pt experienced hyperglycemia as the result of insulin leakage from the cartridge. The pt's blood glucose level increased to 500mg/dl with headache, nausea and ketones.